Event description:
Expired product was implanted during a surgical procedure. A search of integra's database determined that the product was hospital purchased and had an expiration date of (B)(6), 2011. The expired implant originated from hospital's inventory.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.